Manufacturer narrative:
On (B)(6) 2016, the customer had used a new box of cartridges and had not received any further occlusions. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer performed a system check which indicated the occlusion was possibly an infusion set site issue; however, the customer was able to complete the bolus without changing the site. The customer's blood glucose level was not impacted. The customer believes that the issue is with the pump.